Manufacturer narrative:
Concomitant products: product ID 37744, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was added that the stimulation was in the wrong location and the patient had 'acute' pain. It was stated that the patient experienced pain and was not able to get the desired stimulation coverage he would like. It was stated that program 'a' was for pain in his back and he could 'only feel stimulation in his back and half way down his legs.' It was noted that program 'b' was for pain in his legs and he was 'only able to feel stimulation in his right leg.' It was added that the stimulation was 'doing his back nicely,' but he also wanted pain coverage for both of his legs at the same time. It was stated that the symptoms started after 'strenuous' activity. It was added that the 'strenuous' activity was moving heavy boxes. It was noted that the patient was not getting the coverage he desired since "about an hour" prior to this report. It was stated that the patient saw a manufacturer representative for "an adjustment in both of his legs" about 7 to 10 days prior to this report. It was added that the patient tried to contact a manufacturer representative but was unsuccessful. If additional information becomes available, a supplemental report will be filed.

Event description:
It was reported that when the patient increases it too much it hurts ¿my body too hard¿. It was reported that it would ¿take me down hard¿. It was noted that the only way the patient could sleep was if the patient was totally exhausted. It was reported that the patient knows for a fact that feeling it in the left leg has ¿to do with one of the electrodes, on one of the wires in my body¿.

Manufacturer narrative:
(B)(4).